Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise on the rate/sense and shock channels. The noise on the rate/sense channel was oversensed but fell into a blanking period; therefore there was no impact to pacing. The noise was noted with arm movement and an insulation breach was suspected. A surgical revision was performed, and post-explant, visible insulation breaching was not evident due to the high degree of scar tissue around the rv lead. The lead was difficult to extract due to the scar tissue. No additional adverse patient effects were reported.